Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the infusion ended four hours early while in use with a patient. There was no injury or adverse effects reported.